Event description:
The reporter stated that when the flow clip is engaged, out of the pump, free flows have been experienced. This issue is only experienced during chemotherapy. The drugs being infused are very cold and the bag and tubing is very stiff. Reporter feels that it might be due to the temperature of the drugs being infused. No patient injury or treatment associated with this event. Exact date of incident unknown.